Event description:
The device was used to monitor the ECG of a person complaining of difficulty breathing. A 3-lead pt cable was used to monitor the pt. The device allegedly displayed an ECG rhythm that was inconsistent with the pt's condition. Paramedics subsequently arrived and took over care of the pt. There were no adverse affects to the pt reported as a result of the alleged malfunction.